Event description:
It was reported that the atrial lead had developed high threshold with non-capture at eight volts. The atrial lead was capped and replaced. It was also reported that during the replacement of the atrial lead the new atrial lead was attempted on the right side but was unsuccessful due to the vein was closed from old leads. The lead was removed and a different atrial lead was implant by tunneling from the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.